Event description:
It was reported that the patient was using a (B)(4) comfort gel thermal massager which caused a lead integrity alert due to noise oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.